Event description:
During use of the device for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console,m unexpectedly went blank. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.